Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during an acl reconstruction surgery the sutures got cut while flipping the button.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect flipping or reduction. (2) incorrect tunnel preparation. The instruction for use (IFU, pn 66856 rev. C) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: use of the ultrabutton adjustable fixation device requires an appropriate level of surgical experience. Completion of a skills laboratory, training by the manufacturer or one of its appointed representatives, and/or observation of/assistance with similar surgical procedures is recommended. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, ¿during an acl reconstruction surgery the sutures got cut while flipping the button.¿ customer¿s complaint was not confirmed. Visual evaluation shows a cortical button returned only. The flip suture and graft suspension loop sutures are not available. The device is intended for single use and functional test is not possible. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) incorrect flipping or reduction. (2) incorrect tunnel preparation. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: use of the ultrabutton adjustable fixation device requires an appropriate level of surgical experience. - completion of a skills laboratory, training by the manufacturer or one of its appointed representatives, and/or observation of/assistance with similar surgical procedures is recommended. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl reconstruction surgery the sutures got cut while flipping the button. A significant delay was reported. No patient injuries, back-up device available to finish the procedure.